Event description:
Received info that alleged pump stopped all insulin delivery.

Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A f/u report will be filed.